Manufacturer narrative:
(B)(4). The device contains an alarm log and f-94 was found upon review, verifying the reported condition. A visual inspection was performed and the device did not present any physical damage. During the power-on self test, the device alarmed. The condition was determined to be caused by cpu pcb assembly damage. The cpu pcb was replaced to correct the reported condition. The device passed all subsequent testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The pump was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump had an f-82 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.